Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support instructed the customer to try different outlets and adapters, but these efforts did not resolve the issue. Consequently, a replacement pump was approved, and the customer was advised to use an alternate insulin delivery method, mdi, until the new pump arrived.